Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015,on behalf of patient to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient care specialist did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).